Manufacturer narrative:
Method, results and conclusions: until the date of this report the product wasn't returned to 3m (B)(4). The dentist discarded the capsules after the incident so the original lot-nr. Is not known to us. An interview with the dentist revealed, that she thinks that the symptoms could be caused by the retraction paste but she stated that it is more likely that the adverse event happened as a result of an intolerance to ultracain, a local anesthetic, which was also used during the treatment of the patient. This product has been assessed for biocompatibility and has been found to be safe for its intended use.

Event description:
On (B)(6) /2012 3m espe was informed about a adverse effect that occurred after the use of a 3m espe retraction capsule. About 4 hours after the use of the 3m espe retraction paste, the patient suffered from strong swelling on the left side of the face, which was also reddened. Additionally there was heat and tingling sensation all over the face. The area around the eye was dry and scaly. The symptoms vanished completely after five days and the patient is free of complaints. No further follow-up information is currently available to us.